Manufacturer narrative:
(B)(4).

Event description:
Vascular intervention case to treat the left sfa isr. The turbo elite catheter made the first pass without difficulty through the lesion. During the second pass the catheter would not progress. Upon visualization a dissection and emboli were present.

Manufacturer narrative:
Device evaluation: the returned catheter did not have any indications of damage and the lhr review did not indicate any issues with the manufacturing of this device. The cause of the binding appears to be related to the bent guide wire. No evidence of failure that could have resulted in a dissection or emboli.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.